Event description:
It was reported that during multiple events the customer experienced issues with the drill guide and the k-wire. The drill became stuck and pushed the guidewire further into the joint the customer was not able to provide any further information how many events with the reported event has occured. The customer reported further that the issue always with an ar-8770-02ru but the customer experienced the same issue with the ar-8770k and ar-8770kt. Per complaint reporter there was no harm for patient, operator or third party.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.